Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from a hole in the tubing, distal to the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.